Manufacturer narrative:
Date sent to the FDA: 09/26/2007. Conclusion: the actual device involved in this event was returned for evaluation. Possible customer abuse noted due to a dent from an obvious impact. Unable to duplicate the report that approximately five minutes into the use of the device the handpiece started tightening up and the blade would not rotate or cut. The unit ran for fifteen minutes, handpiece attached, without any problems. Also, the power supply current output voltages were checked and a stall test was performed. Unit passed the evaluation without any failures. However, it was verified that the connector inside the motor drive unit was out of alignment.

Event description:
It was reported that a patient underwent a gynecological procedure in 2007. The handpiece was working properly at the beginning of the procedure. Approximately five minutes into the use of the device (three to four strips of tissue had been removed), the handpiece started to tighten up. The blade would not rotate or cut. The tissue was normally calcified. A second device was used to successfully complete the procedure with no adverse patient consequences. The sales rep indicated that there may be a problem with the alignment of the connector inside the motor drive unit.